Event description:
The customer reported via phone call that the insulin pump had a no reservoir alarm and the keypad was unresponsive. The customer stated that he had not been using the insulin pump since the night prior to the call. Customer stated that he had been using manual injections. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 97 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The escape button was unresponsive due to a corroded keypad trace. No alarm could be verified due to the keypad anomaly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.